Manufacturer narrative:
Submit date: 1/15/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2017, service found that when the power cord was removed, the pump would turn off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit was shutting off. The unit was triaged and the reported condition was confirmed. The root cause is due to the battery¿s inability to hold a charge. While the pump is in service, battery life may degrade over time. The customer is responsible for routine maintenance (cleaning and all recommended performance tests set forth in the pump operation and service manual). The manual also states that the customer contact customer service if battery life degrades. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.